Event description:
Pt underwent a laparoscopic bilateral salpingectomy. During the procedure, the surgeon used the kahn cannula in the cervix. Two days post surgery, the pt was seen in our ER and informed us a retained surgical instrument fell out of her vagina. The instrument was the tip of the kahn uterine trigger cannula. The cannula does not look damaged.